Event description:
Lag screw in gamma nail cut out of femoral head.

Manufacturer narrative:
Evaluation summary: evaluation revealed the lag screw to be the primary product. All other mentioned products are regarded to be concomitant items. A review of the DHR revealed no discrepancies in material or manufacturing. Worn areas on lag screw (in one of the flutes) and set screw (at the tip) suggest that the lag screw had been locked by the set screw as intended. Furthermore areas of worn material indicate high/permanent load application. A function test confirmed that (locking) function (lag screw/set screw) is still given in full. Technical investigation revealed no deviation on the implants. Clinical investigation could not be carried out as the necessary medical background data was requested but not provided. A more precise statement is not possible with the information given. The exact root cause could not be determined.

Event description:
Lag screw in gamma nail cut out of femoral head.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.